Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing. This occurred during patient infusion with azithromycin 500mg in 250ml at the rate of 250ml/hour. The issue was further described as, "at the end of the infusion, the bag remained full". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g3: on 13 apr 2025, baxter product surveillance identified the correct aware date to be 25 feb 2025. Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results were found to be within the product specification range. An upstream occlusion sensor test was performed, and the test passed. A flow rate accuracy test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.